Event description:
An advanced trial patient had a solid red light on their patient remote. The representative had the patient switch programs, but the solid red light was still being displayed and as a result, patient was not receiving any stimulation. The representative met with the patient and observed the epg (trial stimulator) had become disconnected from the percutaneous extension. The connection was restored and the issue was resolved.